Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's blower needs to replaced to address the issue. In addition, based on error 330, the system pca has to be replaced. The muffle and air foam inlet filter will be replaced due to the 4 year pm procedure. Blower chassis plate, blower bellow and machine flow sensor have to be replaced due to contamination. One of the in-line filters prox. Have to be replaced due to contamination. Box g report source (rfb) has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.